Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 41 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.